Manufacturer narrative:
For one of the events: 1. Summary of investigation results: an interfering factor against sa including prewash effect was found in the patient sample. Per product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. 2. Summary of follow up/corrective actions taken: sample material from the patient was investigated. For one of the events: 1. Summary of investigation results: the investigation found the issue was due to operator error of manually reporting a result and the user not having rules set in their di software. There was no indication of a device malfunction. 2. Summary of follow up/corrective actions taken: no corrective actions were taken. For one of the events: 1. Summary of investigation results: an interfering factor against the ruthenium label of the tsh assay was found in the patient sample. Per product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. 2. Summary of follow up/corrective actions taken: sample material from the patient was investigated.

Event description:
1. Describe the event: there were allegations of discrepant high results for 5 patient samples tested for elecsys tsh. The events involved 2 cobas 6000 e601 modules, 2 cobas e 801 module analyzers, and 2 cobas 8000 core units. 2. Patient age range: 2 asku, 39- 64 years. 3. Patient weight range: 5 asku. 4. Patient sex breakdown: 2 asku, 3 female. 5. Patient race breakdown: 5 asku. 6. Patient ethnicity breakdown: 5 asku.

Manufacturer narrative:
For two of the events: 1. Summary of investigation results: as the sample was no longer available for investigation, the cause of the event could not be determined. The investigation did not identify a product problem. 2. Summary of follow up/corrective actions taken: the sample was requested for investigation, however, the sample was not provided. For two of the events: 1. Summary of investigation results: this investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. For one of the events: 1. Summary of investigation results: sample from the patient was requested for investigation. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.